Manufacturer narrative:
Device analysis is not complete; findings will be sent in follow-up report.

Event description:
Additional information received from the health professional reported anapathology results as "no histological or immunohistological indications in favor of a lymphoma lesion." There is no event of lymphoma. This medwatch represents the left side. See MFR # 9617229-2016-00106 for the right side.

Manufacturer narrative:
Lab analysis: the device was weighed and confirmed to be below specification, indicating there had been a loss of material. There was brown particle material consistent with biological tissue found on the device shell and in the device gel. An opening was observed on the posterior of the device; stress-strain curve of material was performed and opening was found to be consistent with a surgical impact opening. The shell was additionally opened by a sharp unidentified (tear) opening along the radius of the device. A non-penetrating nick/stress mark was noted at the posterior of the shell. A flat crease of the implant's shell was also noted.

Event description:
Health professional reported left side rupture of the implant following a weight put on the chest, ten years after implantation. Pain and swelling reported. Event of pain is considered a secondary event to swelling and rupture. Significant inflammation was reported requiring implant withdrawal. Suspicion of lymphoma reported; anapath sampling done. Device has been explanted and capsulectomy performed. Additional information received from the health professional reported anapathology results as "no histological or immunohistological indications in favor of a lymphoma lesion." There is no event of lymphoma. This medwatch represents the left side. See MFR # 9617229-2016-00106 for the right side.

Manufacturer narrative:
Medwatch sent to FDA on 08/23/2016. Device has been returned. Device analysis is not complete; findings will be sent in follow-up report. The events of inflammation, lymphoma, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding product information has been requested. No additional information is available at this time. Device labeling addresses the reported events as follows: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Gel implants may rupture, and saline or gel/saline implants may deflate at any time and require replacement or revision surgery. As ruptures are most often clinically silent, a radiological assessment may be required to aid diagnosis."

Event description:
Health professional reported left side rupture of the implant following a weight put on the chest, ten years after implantation. Pain and swelling reported. Event of pain is considered a secondary event to swelling and rupture. Significant inflammation was reported requiring implant withdrawal. Suspicion of lymphoma reported; anapath sampling done. Device has been explanted and capsulectomy performed. This medwatch represents the left side. See MFR # 9617229-2016-00106 for the right side.

Manufacturer narrative:
Lab analysis results: the device was weighed and confirmed to be below specification, indicating there had been a loss of material. There was brown particle material consistent with biological tissue found on the device shell and in the device gel. A non-penetrating nick was observed. Flat creases were additionally noted. The shell was separated by a sharp unidentified (tear) opening along the radius of the device. An irregular was observed on the posterior of the device, consistent with a surgical impact opening. Device history record (DHR) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. In addition, DHR for shell run number did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from this work order were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Health professional reported left side rupture of the implant following a weight put on the chest, ten years after implantation. Pain and swelling reported. Event of pain is considered a secondary event to swelling and rupture. Significant inflammation was reported requiring implant withdrawal. Suspicion of lymphoma reported; anapath sampling done. Device has been explanted and capsulectomy performed. Additional information received from the health professional reported anapathology results as "no histological or immunohistological indications in favor of a lymphoma lesion." This medwatch represents the left side. See MFR # 9617229-2016-00106 for the right side.